Manufacturer narrative:
The device inspection performed by the arjo representative after the event confirmed the issue with handsets. It was indicated that there was a bad contact on both handsets (s9424 and s9346). The faulty parts were replaced. The enterprise 5000x bed passed the functional test and the device was released for use. Arjo device failed to meet its specification since the bed moved unintended. The device was used for patient treatment when the malfunction was noticed. The complaint was decided to be reportable due to the allegation of the unintended hi/lo movement.

Event description:
Arjo received a customer complaint related to unintended hi-lo movement of the enterprise 5000x bed. According to the collected information patient handset and nurse handset failed. At the time of the event the patient was on the bed. No injuries were reported.

Event description:
Following the information provided the customer raised a complaint alleging an unintended hi-lo movement of the bed. Patient and nurse handsets were replaced and bed was brought back to good working condition. At the time of the event the patient was on the bed. There is no indication of any injury.

Manufacturer narrative:
The investigation is in progress. The conclusions will be sent within the follow-up report once the investigation is completed.